Event description:
It was reported that patients ipg was explanted at an unknown time and unknown reason. During processing of this incident, attempts were made to obtain complete event information but no further information was available.

Manufacturer narrative:
Section a4: patient weight is unknown. Section b3-date of event is estimated. Section d6b: date of explant is unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.